Event description:
Went in for outpatient manarc subfascial hammock implant, damage to obturator nerve swelling to this day in right thigh, damage to nerve, blood transfusion, doctor said there was a time, he should have stopped and didn't, hospital for 5 days, home and back for fluid around the heart, I feel this product by american medical systems should be checked, not enough training and doctor never told me the risks, although, he claims he did. Diagnosis or reason for use: bladder leaking.